Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified automated compounding device (acd) disposable was damaged. The damage was further described as, ¿a piece of tubing melted¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.